Manufacturer narrative:
The 15-106052 607290 m2a-38 52mm cup non flared; 11-103202 257910 taperloc por lat fmrl 7.5x135.

Event description:
Patient's legal counsel reported patient underwent left hip revision procedure approximately five years post-implantation due to patient allegations of pain, lack of mobility, metal poisoning, metallosis, osteolysis, development of pseudotumors from metal debris, large amount of yellow fluid, and a very blackened lining on the pseudocapsule indicative of aseptic lymphocyte-dominated vasculitis-associated lesion (alval). This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Review of invoice history shows the modular head was replaced and an active articulation bearing was implanted during the revision procedure.

Manufacturer narrative:
The 15-106052 607290 m2a-38 52mm cup non flared; 11-103202 257910 taperloc por lat fmrl 7.5x135.

Event description:
Patient's legal counsel reported patient underwent left hip revision procedure approximately five years post-implantation due to patient allegations of pain, lack of mobility, metal poisoning, metallosis, osteolysis, development of pseudotumors from metal debris, large amount of yellow fluid, and a very blackened lining on the pseudocapsule indicative of aseptic lymphocyte-dominated vasculitis-associated lesion (alval). This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported information received that patient underwent a left hip revision procedure approximately five years post-implantation due to elevated metal ion levels, alval and pain. During the procedure, yellow fluid and blackened tissue were noted. The modular head was remove and replaced. An active articulation bearing was used to complete the procedure.

Manufacturer narrative:
The 15-106052 607290 m2a-38 52mm cup non flared; 11-103202 257910 taperloc por lat fmrl 7.5x135.

Manufacturer narrative:
Reported event was able to be confirmed due to operative records. Device history records was reviewed and no discrepancies were found. Complaint history for metal on metal complaints is reviewed, based on statistical analysis, during the monthly CAPA meeting. A definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.